Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing a slow heart rate. It was also reported that the implantable pulse generator (ipg) was suspected to be pacing below its programmed lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.